Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead became dislodged and sensing was inconsistent shortly after implantation. Initially the parameters on the lead were reprogrammed and subsequently the lead was repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.